Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan, in 2007, reporting that the one touch ultra meter's test strip port was blocked prohibiting insertion of test strip into it. Lfs was able to reach the patient for additional information and obtained/verified following information. Three days prior, around 3:30 pm, the patient had a "turn" and felt dizzy, sweaty and hot. Although the patient was not able to associate these symptoms to hypoglycemia, she ate sweet. After a while, she felt better. The patient denied seeking any medical attention. It was verified that the patient was taking his/her usual dosage of medication without skipping or altering it. He/she also denied skipping any meals. The patient usually takes metformin 500 mg 1 in morning/1 in evening and amaril 2 mg 1 in morning for the diabetes management. It was confirmed that the patient took his/her usual dosage of irbesartan 75 mg for hypertension management without any miss/skip. It was also verified that the patient usually gets readings between 5 or 6 mmol/l to 10 or 12 mmol/l. The patient tested his/her blood sugar level two days before, but the patient could not recall the reading. The customer service representative (csr) verified that it was not a new meter and there was no misuse of the product. The meter was upgraded. This complaint is being reported due to the following information: the patient was unable to test blood sugar, developed symptoms suggestive of low blood sugar and self-treated for hypoglycemia.